Event description:
A us distributor reported that a patient's electrode belt connector was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector damaged) has been confirmed. Upon evaluation of the electrode belt, due to severity of damage to gray jacketing, belt cannot plug into monitor. The root cause for the damaged connector was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.